Event description:
It was reported that the unspecified bd¿ syringe plunger rod became "stuck" while depressing it during the injection, but the needle "kept moving" into the patient's stomach. Not all of the medicine went "in correctly" and created a "bubble" under the skin as a result. The following information was provided by the initial reporter: "patient states when she went to use medication where she went to push the plunger down it was stuck and the needle kept moving inside her stomach. All the medicine didn¿t go in correctly and it made a bubble under skin. She said she forced the injection. She said she didn¿t notice any defects on the product before injecting"

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ syringe plunger rod became "stuck" while depressing it during the injection, but the needle "kept moving" into the patient's stomach. Not all of the medicine went "in correctly" and created a "bubble" under the skin as a result. The following information was provided by the initial reporter: "patient states when she went to use medication where she went to push the plunger down it was stuck and the needle kept moving inside her stomach. All the medicine didn¿t go in correctly and it made a bubble under skin. She said she forced the injection. She said she didn¿t notice any defects on the product before injecting."